Manufacturer narrative:
The mask was not returned to resmed for eval. With the info available, the seizure is not believed to have been caused by interrupted CPAP therapy. This is based on the clinical opinion of resmed's medical director as there is no documented causal relationship between osa and generalized seizures.

Event description:
Resmed corp received an email from a pt claiming that poor quality nasal pillows created oxygen deprivation which caused him to have a grand mal seizure.